Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was unable to be performed with the information available. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the customer is available for identification of possible involved lots. An investigation of the device history records (DHR) was unable to be performed since the lot number was unknown and no information from the customer was available. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between pd therapy utilizing the fmc cassette and the patient¿s peritonitis event. However, currently there is no objective evidence that a fmc cassette product issue caused or contributed to the event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange.